Event description:
It was reported that during the implant attempt, it was not possible to fully insert the lead connector into the device header. The lead exhibited high impedances. A new device was attempted, and the lead exhibited normal readings. The initial device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.